Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. From the moment the qdot micro catheter was connected, there was a lot of noise on the distal bipole signals (map 1-2). Dis- and reconnecting the cable, changing the catheter cable, changing the qdot dongle, restarting the patient interface unit (piu), restarting the ngen or high-output pacing on the map 1-2 channel did not solve the problem. Replacing the catheter solved the noise problem. However, this catheter did not show up on carto and error 105 map: catheter sensor error appeared. Approximately the same troubleshooting as for the first issue (dis- and reconnecting the cable, changing the catheter cable, changing the qdot dongle, restarting the piu with all cables removed, restarting the ngen) was performed without success. They then tried another qdot micro catheter, which seemed to work fine. After two ablations with qmode+ (90 watts, 4 seconds), the physician noticed that the force vector behaved strangely: when he moved the catheter towards the posterior wall, the vector pointed to anterior (whereas you would expect it to point to posterior), and when he moved the catheter towards the anterior wall, the vector pointed to posterior (whereas you would expect it to point to anterior). There was no error message on carto, only an alert saying minor magnetic distortion. After switching the qdot dongle, the problem seemed to have disappeared, but then it was noticed that the blood pressure of the patient had dropped. Upon ultrasound examination, pericardial effusion was observed, after which a pericardial puncture and drainage was performed. When the patient was stable, the procedure was stopped and the patient was observed for any changes in blood pressure and increasing pericardial effusion. The ablation procedure was stopped, but thought it was about 45 minutes for troubleshooting with the qdot micro catheters. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The magnetic sensor error issues were assessed as non MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The noise issues were assessed as non MDR reportable. The risk to the patient was low. The force vector issue was also assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The risk to the patient was low. The adverse event was assessed as MDR reportable and reporting it under the qdot micro catheter (lot #: 31273574l).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31273574l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 31-may-2024. It is unclear when the adverse event happened, so no specific catheter can be assigned to that problem. Transseptal puncture was performed. No evidence of steam pop. The physician does not know exactly when and why the perforation happened, although it was clear that there was biosense webster, inc. Product malfunction during the procedure and that the blood pressure dropped during/after troubleshooting. Intervention included pericardial puncture and surgical closure of perforation during open thorax surgery. The perforation was located at the base of the left atrial appendage close to the ridge. Patient required extended hospitalization, she had to recover from the surgical closure and needed an extra pericardial puncture during her hospital stay. Currently, she¿s discharged from the hospital. Therefore, processed the following: -checked "b2. Is hospitalization initial/prolonged" -added under "h6. Health effect - impact code" field "surgical intervention (f19)" and "hospitalization or prolonged hospitalization (f08)" -removed from ""h6. Health effect - impact code" field "recognised device or procedural complication (f15)" -removed from "h6. Health effect - clinical code" field "cardiac tamponade (e0605)" and added "cardiac perforation (e0604)" -added to "h6. Medical device problem code" field "image orientation incorrect (a090205)" in addition, provided patient details and patient history and physician information. Therefore, processed the following fields: -a2. Patient age at the time of event -a2. Age unit -a3b. Gender -a4. Weight of the patient -a4. Weight unit -b7. Medical history/preexisting condition -e1. Initial reporter title -e1. Initial reporter last name -e1. Initial reporter email -e3. Initial reporter occupation also provided additional and updated concomitant products. Therefore, updated the "d10. Concomitant medical products and therapy dates" section: -updated from unk_qdot eco cable to tx eco cable -updated from unk_ngen rf generator to ngen rf generator -added unk_ brk-1 needle -added unk_ngen pump in the 3500a initial it was reported that the adverse event was assessed as MDR reportable under the qdot micro catheter (lot number: 31273574l). However, the additional information received states that it was unclear when the adverse event happened, so no specific catheter can be assigned to that problem. Therefore, it was assessed to also report the event under the additional two qdot micro catheter's (lot number's: 31273577l / 1273590l). The reportable awareness date for these two additional reports is 31-may-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).